Event description:
A us distributor reported that a monitor was displaying a service codes/wrench codes.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code(s)/wrench code(s)) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's t1 shorted causing thermal damage to r31 and damage to the board. The root cause for the thermal damage was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.